Event description:
The iab was inserted into the patient on 10/30/97. After iabp for 11 1/2 hours, blood was noted in the catheter and the iab was removed without any difficulty. A second iab was inserted into the patient. (Event complications: unknown - reported 11/6/97.) (Pt's current status: inten. Care-rpt'd 11/6/97)

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearnace of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.